Manufacturer narrative:
Medela customer service was unable to restore the suction issue over the phone. A replacement breast pump was sent to the customer and requested the defective pump be returned for evaluation. The defective breast pump has not been received at medela as of 2/9/2016. On 1/27/2016, the clinical assessment indicated that the customer had finished a 10 day course of antibiotics and she is feeling better. Her mastitis infection is resolved. The replacement breast pump is working although she states that it has a little more suction than before and is a bit painful. She also commented on the squeaky noises the motor makes. The medela clinician replied to the customer, instructing her to set suction level according to her maximum comfort level and reassuring her that the pump may make different noises over time. She is now renting a symphony breast pump from her lactation consultant which is meeting her pumping needs. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self- limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called medela customer service on (B)(6) 2016, stating her pump in style breast pump had low suction. Her doctor diagnosed her with a mastitis infection and prescribed keflex antibiotic.

Manufacturer narrative:
At the time of the initial medwatch filing, the product was not received and evaluated. The product was received on 3/3/2016 and evaluated by quality engineering on 3/7/2016. A product evaluation revealed the breast pump passed functional tests and operated within specifications.